Event description:
The patient called to report that pt obtained a blood glucose result of 342mg/dl on the suspect device. Pt then gave self 50 units of insulin, not pt's normal 40 units, and then took glucophage. Pt then had physical symptoms of hypoglycemia and retested at 282 mg/dl. Spouse decided to take pt to the hospital and pt's blood glucose there was 46mg/dl on a hospital meter. The hospital observed pt and gave pt food. Glucose controls were not used. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.